Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump fell and the touch screen became shattered; subsequently, interaction with the pump was no longer possible due to the damage. Customer's blood glucose was 293 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.